Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil). The touchscreen was tested, and the failure was unconfirmed. Pil found that this touchscreen passed all flex cable resistance verification testing and all resistance ratio testing as well. No problem found.

Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone number: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that there was misalignment in the touchscreen. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that their touchscreen had misalignment. A field service engineer (fse) then went onsite and attempted a calibration to resolve the issue but was unsuccessful. The touchscreen was then replaced to resolve the issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.